Manufacturer narrative:
Additional info will be provided once the investigation is completed. Two other units with the same catalog number were also implicated in the event. The lot number of one of the units is 11196ae2. The lot number of the other unit is 11146ae2.

Event description:
It was reported that the unit was activating on its own. It was further reported that the unit did not shut off until it was unplugged from the console.